Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (20mg/ml at 6.027mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the pump did not work and had not worked since she received the pump (implant date (B)(6) 2016). In (B)(6) 2016, she had another surgery which helped with the pain. She had mentioned this to the healthcare provider (hcp); however, the patient said that the hcp did not seem concerned and just kept on filling the pump. At her last refill, the hcp increased the concentration to extend the refill interval. The patient was on oxycodone and the hcp switched to oral dilaudid. There were no further complications reported at this time.